Event description:
During a coronary stent procedure of a pre dilated lesion, the physician was unable to cross lesion and elected to retract the delivery/stent device back into the guide catheter. During removal some resistance was encountered and the physician removed the entire system. The stent dislodged during system removal and was unable to be located in the pt. Pt status is listed as "okay".